Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump shut off without any warning. Customer's blood glucose was 400 mg/dl. Customer reported the beeps and vibrate on insulin pump were not loud enough. Customer reported that the low battery alert was not received with enough time prior to insulin pump shutting off.